Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons did spring back and click back as expected and responding. A hole was found on the audio bolus button and there was evidence of moisture damage inside the bolus button when the audio bolus cover was removed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that on (B)(6) 2011, the keypad buttons became unresponsive. She stated that the pump was locked, and the patient went swimming, and then they could not unlock the pump. She stated that the attempted to fix the issue by rebooting the pump, and then could not get beyond the verification screen due to unresponsive buttons. The family member confirmed no structural damage to the pump and no moisture observed inside the pump. She stated that the patient wears the pump in a case on his belt, and does not clean the pump.